Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted a large deep dent on the case. There was no telemetry, pacing or magnet response and a memory download could not be performed. The field reported the patient fell and the device was impacted by the corner of a cabinet. It is confirmed that the telemetry issue was due to the induced physical damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient came into the emergency room, as he fell at home, said he tripped, and denied having syncope. Reportedly he fell directly on this implantable cardioverter defibrillator (ICD) on a corner of a cabinet and there was a large hematoma. The rep attempted to interrogate the device and was unable to interrogate. Boston scientific technical services (ts) noted that the last communicator connection was a couple days before the event. Additional information indicated that there was a dent on the device, after the patient fell. As a result of the inability to interrogate the ICD, the ICD was removed and replaced. No additional adverse patient effects were reported.